Event description:
It was reported that this pacemaker went into safety mode. The device was scheduled to be explanted. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.